Event description:
It was reported the device was used during an abdominal bowel resection and case was completed with no pt consequence. Later that evening, the pt called in saying they were experiencing swelling. The following day, the pt was admitted to a different hosp and it was reported the pt was reopened by a different dr and there was oozing from the site where the previous procedure had taken place.